Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1.please confirm if the patella was a natural patella or and implant. Answer: patella was an implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2011 the patient had a revision right total knee arthroplasty to address failed right total knee arthroplasty. The surgeon reported finding bone loss at the distal end of the femur. The femoral component was noted to be grossly loose, implant/bone interface. The femoral stem was also noted to have subsided. Tibial component was well fixed. Cerclage wire was placed as a preventative measure, there was no fracture. Depuy components were used during this procedure. The indications noted that the patient has had a previous revision. Doi: unknown, dor: (B)(6) 2011, (right knee).